Event description:
It was reported that during unpacking of the 2.75x15 mm xience pro stent delivery system, the tip of the catheter was observed to be almost separated and was only attached by a small piece of the outer plastic coating. The device was not used on the patient. A new device was used to complete the case successfully. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The tip separation was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified. The xience pro is currently not commercially available in the us.